Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, 'system error 322' was unable to be reproduced. A review of the event history revealed ec322 (se 322) messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. No component could be determined for causality. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed system error 322 (link switch error (low)) during testing in the biomedical service department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.